Event description:
It was reported the intraocular lens was removed and replaced without complication at one year post operative. Patient reported starbursts around lights commencing two weeks post operative implant of the lens.

Manufacturer narrative:
The intraocular lens was discarded and not returned to the manufacturer for analysis. No additional complaints for product manufactured in this lot have been received. Lens met all manufacturing specifications prior to release. While we are unable to definitively determine the cause of this event we do not believe it is manufacturing related. Device discarded by account.